Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with no abnormality observed. Functional test (self-test and priming) and underwater pressure test were performed with no issued noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black spot was found on tubing of a patient line of the homechoice cassette. This occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.